Event description:
It was reported that the patient experienced difficulty charging their spinal cord stimulation (scs) implantable pulse generator (ipg). The physician assessed that the ipg had moved in situ, and hence was unable to charge. Troubleshooting was performed and the charger was replaced, however the issue persisted. The patient underwent a revision procedure in which the ipg was repositioned. No devices were implanted or explanted. The patient was doing well postoperatively.